Manufacturer narrative:
Section d information references the main component of the system and the other applicable component is: product ID 3998 lot# v035769 serial# implanted: (B)(6) 2007 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for cervical radiculopathy and spinal pain. It was reported that the patient was experiencing intermittent therapy. The rep thought there might be a short but impedances came back normal. The proximal end insulation was peeling away from the lead. The implant was on and the change in therapy was related to positional movement; the intermittent stimulation sensation was noted while turning the head. The paddle lead was cervical. The ins was flipping in the pocket and had flipped at least 3 or 4 times. Stimulation was turning off by itself, and the rep initially thought the lead may be the cause. The patient was unable to see the lightning bolt that was either from a discharge or the patient using the controller. The recharger stats showed that the only recharge since the replacement was on (B)(6). The previous recharge was from (B)(6). The issue was occurring daily and the rep already interrogated the ins several times, so they were unable to capture the manufacturer file. The ins pocket was loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the cause of the insulation peeling off of the lead may be the lead age and/or unplugging from old extension and plugging into new extension. According to the manufacturer representative, the patient stated that the ins was turning off when they turned their head to right. When asked if they were checking the ins with their programmer by first pressing the synchronize button to determine if the lightning bolt was in fact no longer displayed, the patient stated that they were never aware what the synchronize would do despite the manufacturer representative had shown them in the past. It is likely the patient was pressing the off button rather than the synch causing the device to turn off and therapy to be lost. The patient stated that before the last surgery, they could feel the parasthesia no matter which way their head was turned. Now when they turn their head to the right or straight forward, they do not feel the therapy. While with the patient, the manufacturer representative had the patient synch their programmer each time they straightened or turned their head and they lost therapy. The ins remained on each time. They attempted reprogramming the ins using electrodes in many configurations on both left and right side of the paddle but the results were the same. Impedance checks were also taken on lead with head in all three positions providing the results: 7/8 electrodes wnl with electrode #3 oor which has been the case for years. The cause of the intermittent therapy appears to be a positional issue and no further action for resolution are planned at this time.